Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the malfunction, and advised the customer to call back if the issue recurred. The customer understood the instructions and continued using the pump without further issues.